Manufacturer narrative:
Date of report received: 06 jun 2019. MFR received date: 01 may 2019. The customer reported reseating the connections inside the unit, running extended self testing and full performance verification testing to resolve the reported errors. The unit ran in normal ventilation mode for 4 days without any additional errors. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer replace the main printed circuit board assembly. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit declared an air motor error and oxygen motor error. The device was in use at the time of the event; however, there was no patient harm. Event date not specified: estimate used.